Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an unk thermocool smarttouch. While mapping with a decanav catheter for pvc (premature ventricular contraction), the patient experienced cardiac tamponade and after treatment the patient was transferred to ICU. The report indicated that the patient had a pericardial effusion during an svt/ep (supraventricular tachycardia / electrophysiology) procedure. The patient¿s blood pressure dropped but came back up. The procedure was continued and completed. Post procedure the physician requested a tee (transesophageal echocardiogram). The tee confirmed the presence of a pericardial effusion. A pericardiocentesis was performed and an unknown amount of fluid was removed. No other intervention was performed. The patient was still on the table and stable. The catheters used during the procedure were decanav, octaray, and thermocool. The catheter was also discarded post procedure.

Manufacturer narrative:
Per internal review on 27-oct-2025, bwi identified that the complaint device is not an unk thermocool smarttouch but an unk "thermocool sf nav catheter" that was being used for an svt (supraventricular tachycardia) procedure as opposed to a premature ventricular contraction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).